Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from the sales rep on 15 september 2017: the procedure done on aug 28, 2017 using esg with s/n (B)(4) was successfully completed. They found that one of the two ports was not working. But with the second port they were able to complete the surgical intervention. Additional information received from the sales rep on 21 september 2017 on the incident date of (B)(6) 2017 the surgeon asked to change the generator to complete the procedure. He has used the generator number (B)(4) which worked perfectly. It was on the 2nd intervention at the end of august that the nurse who had mistakenly handed the generator number (B)(4) to the room, who had the idea of switched to port 2 of ECG.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: sleeve gastrectomy. Lors d'une sleeve gastrectomie, le dr a constaté que le dispositif ne coagulait pas comme d'habitude ( praticien qui utilise le voyant depuis plus de 2 ans) aucune alarme ni message n'etait inscrit sur l'ecran du generateur. Mais dès qu'il réouvrait les mors après un cycle de fusion validé par la bonne sonnerie du générateur, les tissus coagulés continuaient de saigner. Il a décidé de brancher sa pince qu'il utilisait (eb011) sur un autre générateur qu'ils ont au bloc opératoire et celle-ci a parfaitement fonctionné et a pu terminer l'intervention sans problème. Translation ame: during a sleeve gastrectomy, the surgeon observed that the device did not coagulate as usual (practitioner who has been using voyant for over 2 years) no alarms or message was on the screen of the generator. But as soon as he opened the jaws after a sealing cycle confirmed by the correct sound of the generator, the sealed tissue kept bleeding. He decided to connect the handpiece he was using (eb011) into another generator that they have in the or and this one worked perfectly and he could finish the surgery without any problem. Additional information received from the sales rep on 29 august 2017: following the incident, the hospital used the same hand piece on another generator and successfully completed the procedure without any issue. This is the reason why the hand piece or its plug is not available for evaluation. Patient status: no patient injury or illness occur associated with the complaint event.